Event description:
A malfunction was reported by the customer, identified as malfunction code 24. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was sent a replacement pump with updated software and advised on steps for returning the defective pump to tandem within 10 days, using a provided return box and pre-paid label.